Event description:
In this event it is reported that ah plus export 3ml china used in treatment of a patient is alleged to have caused an allergic reaction in the patient. The patient reportedly had symptoms of swelling, pain, itching and red rash. The original filling material was removed, the root canal was irrigated, and the patient was advised to take oral antihistamines (such as loratadine) or use topical medication if necessary. After resolution of symptoms, replacement with a low-sensitivity paste filling was planned.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.